Manufacturer narrative:
The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was removed and replaced as the device pocket was about to break down and expose the device. Due to the patient's previous medical history, the decision was made to replace the device despite the fact that it had more than 5 years longevity remaining so as not to increase the chance of infection. No additional adverse patient effects were reported.